Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) "had not been working for six months". It was stated that the ins had "stopping taking a charge". It was stated that since the ins had stopped working, the patient had extreme pain in her lower back and legs. It was noted that the patient talked with their doctor about having the ins replaced with a different model. It was stated that the doctor told the patient to have a x-ray and an MRI. The patient was referred to another doctor who told the patient the replacement surgery was not necessary. It was also stated that the patient was "very nervous and was losing sleep" over the event. It was stated that the patient recently had knee replacements and she could "hardly walk" because her back could not "hold her up".